Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a partial lead was received. Insulation degradation was noted at 4.6 cm from the connector pin.

Event description:
It was reported that during device upgrade procedure, an insulation anomaly near the connector pin was noted on the right ventricular lead. The lead was capped and replaced. The procedure was completed without any complications.